Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (7000 mcg/ml at 998 mcg) via an implantable infusion pump. It was reported that the pump had multiple motor stalls and withdrawal symptoms. The device was explanted and would be returned for analysis. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.